Event description:
Reportedly, the instrument was used for a side-to-end anastomosis of the descending colon with the rectum. After correct closure of the instrument, the green marking visible and accordingly firing the instrument, the surgeon could not withdraw the stapler. It showed that 1/3 of the circumference the donuts were not completely transected and the staples in this area were not completely formed (fired). The remaining 2/3 of the anastomosis were correctly stapled. The surgeon had to manually oversew the anastomosis and for security reasons had to perform a double looped ileostomy.